Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number is unavailable as the site discarded the suretrak2 clamp driver without documenting the lot number. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect suretrak2 clamp driver on 12/08/2016. - 12/28/2016 a medtronic representative, following-up at the site, reported the site stated that the suretrak2 clamp driver was more than 5 years old and believed the deformation problem to be from wear. This part was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported that a site has a stripped suretrak2 clamp driver. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.